Event description:
The patient received two leads with the same lot number. It was reported the patient has ineffective stimulation. X-rays confirmed the leads have migrated. Surgical intervention may be undertaken at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.